Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with two different programmers. The device was interrogated about a month ago, which provided a battery estimate of several years. The ICD remains in service at this time. According to the field representative, the issue was related to the wand and not to the device. A new wand was provided and the programmed is working appropriately at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with two different programmers. The device was interrogated about a month ago, which provided a battery estimate of several years. The ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.